Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the first foley lasted 18 hours before it fell out, upon which, it was found to be deflated with no missing pieces. The first foley was discarded by hospital and a second foley was placed in the patient. The second foley was in use for 5 days before it fell out, as the patient got out of bed to use the bathroom. It was found that two-thirds of the balloon was deflated.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the first foley lasted 18 hours before it fell out, upon which, it was found to be deflated with no missing pieces. The first foley was discarded by hospital and a second foley was placed in the patient. The second foley was in use for 5 days before it fell out, as the patient got out of bed to use the bathroom. It was found that two-thirds of the balloon was deflated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the first foley lasted 18 hours before it fell out, upon which, it was found to be deflated with no missing pieces. The first foley was discarded by hospital and a second foley was placed in the patient. The second foley was in use for 5 days before it fell out, as the patient got out of bed to use the bathroom. It was found that two-thirds of the balloon was deflated.